Event description:
The customer states they obtained and reported erroneous lymphocyte percent (lymph%) on blood count differentials for approximately six (6) chronic lymphocytic leukemia (cll) patients over a 6 month period in 2001. On retrospective microscopic slide examination and histogram review, all patients demonstrated a second population of lymphocytes that were plotted as debris and not included in the lymphocyte count. As a result, the lymphocyte population was underestimated. In many of these analyses, the instrument results were not accompanied by system suspect flags. Traditionally, blood count differentials have not been used as the sole determinant of a medical condition but rather used in conjunction with other laboratory and diagnostic test results including patient presentation and history. Although there were no serious injuries associated with these events, the co has come to learn that the physicians at the hospital rely on the blood count differential as a screening test for cll in known and asymptomatic patients.